Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the surgical staff reported seeing a frayed cable at the distal end of the tenaculum forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported frayed cable at distal end. However for clarification, the nonconformance was a broken pitch cable. Based on this, the complaint was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was missing in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.